Manufacturer narrative:
The insulin pump passed displacement test and self test. No missing segments or partial display noted during our testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the partial display. The costomer confirmed that they were using an energizer aaa alkaline battery. The customer did not recall any significant events leading to the partial display issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.